Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/16/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens module/cartridge assembly detached from the handpiece. The complaint cartridge was received without viscoelastic residue in the cartridge, suggesting that the cartridge was not used. No issues with the cartridge could be identified. Inspection of the lens module/handpiece junction revealed that there were no issues with the handpiece. Damage could be identified to the clips of the lens module, suggesting that the lens module was attached to the handpiece during manufacturing. The lens could be observed inside of the starting location in the lens module. The complaint lens was received in the starting position in the lens module. The lens was removed and inspected and, no issues were identified. Conclusion: the complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: not applicable as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, there was no patient contact. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the package was being opened to field, it was noted that the tecnis simplicity monofocal intraocular lens (iol) was broken. There was no contact with patient. Additional information received stated that there was no shipping damage to the box or inner pouch of the device and no use error during the procedure. No further information is available.